Manufacturer narrative:
The pump was received with currents in spec. The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose and or protruded drive support disk. Unable to verify excessive no delivery alarm due to prime anomaly. Motor passed motor test. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.